Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2003, product type: catheter. Product ID: 8590-9, lot# n489808, implanted: (B)(6) 2015, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal fentanyl 1000 mcg/ml and bupivacaine. The indication for use was spinal pain. The pump was refilled in (B)(6) 2016, and they could only get 18ml instilled in the pump at that time. An unknown amount was aspirated prior to fill. It was later reported that "he was off by 18ml on his previous refill in early (B)(6)." At the patient's refill on (B)(6) 2016, the actual reservoir volume (arv) was approximately 41ml (later reported as 40 ml), and the expected reservoir volume (erv) was 3ml. There were no symptoms reported. This was not the first refill after implant/revision. A dye study was performed on (B)(6) 2016, and a catheter revision was performed (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The expected reservoir volume was 3 ml when the patient came in for a refill. The actual reservoir volume was 18 ml. The situation was resolved by the healthcare provider.

Event description:
Additional information was received from a manufacturing representative. It was clarified that "off by 18 ml" was referring to an expected volume of 18 ml more than what the 8840 programmer had listed. The manufacturing representative was not present for the catheter revision or dye study.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.